Event description:
It was reported that the right ventricular (rv) lead was possibly damaged at implant. The lead was removed on the following day and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed. It was noted that the helix/lobe was distorted/bent, there was blood/body fluid on the outer tubing overlay, and it was breached/cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that an insulation breach was observed visually.

Event description:
It was also reported that the lead had fractured and blood had ingressed under the insulation. The patient is a participant in the system longevity study.